Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received inappropriate therapy due to post-paced and post-sensed t wave oversensing. The physician decided not to take any action. The patient's condition was stable and will continue to be monitored.